Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On the same day, the patient experienced moderate post surgery pelvic pain. The patient was given oxycodone 5 mg tablet, ibuprofen 600 mg tablet, hydromorphone injection syringe 0.4 mg and acetaminophen tablet 650 mg. The patient still has some discomfort and pain yet her symptoms are relieved. The pain was reported as not related to the study device and unlikely to the study procedure. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure: women, 109 kg, bmi: 42,8. Name of index surgical procedure? Diagnostic laparoscopy, vaginal hysterectomy, bilateral salpingectomy, mccall culdoplasty, anterior and posterior repair, retropubic midurethral sling, cystourethroscopy. The diagnosis and indication for the index surgical procedure? Pelvic organ proplapse, abnormal uterine bleeding, urinary incontinence. Were any concomitant procedures performed? Yes. Other relevant patient history/concomitant medications? Chronic pelvic pain, myalgia. Please describe the drug therapy given for pain management including medication name and results. Oxycodone 5 mg tablet, ibuprofen 600 mg tablet, hydromorphone injection syringe 0.4 mg, acetaminophen tablet 650 mg. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No etiology or contributing factors for the patient. What is the patient's current status? Her symptoms were relieved yet she had a wong-baker pain score of 5. She still has some discomfort and pain yet her symptoms are relieved. (Last visit on (B)(6)2023). Product code and lot number? Sling tvt exact gynecare , device identifier: (B)(6), lot number: 3942544. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d4 UDI. Additional information received: outcome: unknown: recovered/resolved without sequelae. End date: blank to (B)(6) 2023.